Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("connect electrode belt" messages) has been confirmed. As received, the belt failed incoming functionality testing. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "connect electrode belt" messages when the electrode belt was connected to the monitor.